Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a clamp arm teflon pad damage. The teflon pad was found detached from the arm clamp. Components adjacent to the damaged teflon pad do not show damage. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Isi followed up with the initial reporter and obtained the following additional information: on (B)(6) 2024 the reporter confirmed that the issue was while using the instrument. Reporter could not advise what surgical task was being performed when the issue occurred. The instrument did not collide with any other instrument or tool during procedure. They did not experience any difficulties to remove the instrument from cannula. As customer reported couple of harmonic ace instruments they could not remember for witch harmonic instrument there was a fragment that fell off into the patient. But the one that fell of was retrieved during the same procedure. (Please refer to (B)(4)). There was no harm or injury to the patient.

Event description:
It was reported that during a da vinci-assisted surgical procedure the harmonic ace instrument broke at the white piece on the bit. The white piece became loose. No fragment fell into the patient. The procedure was completed with no patient harm, adverse outcome or injury and with a delay of less than 15 minutes.

Manufacturer narrative:
A return material authorization (RMA) had been issued requesting to have the isi device returned; however, isi did not receive the RMA to confirm/identify the failure mode. Additional information is being gathered to determine the contribution of the device to the customer reported issue.